Event description:
Description of event according to initial reporter: the green trigger wire mechanism gave resistance as the operator attempted to remove it from the delivery system, causing the grey positioner to move and displace the stent distally by ~5mm as evidenced by live fluoro imaging. After removing the green trigger wire, the operators retracted the grey positioner (dilator system) until it married into the sheath as guided by live fluoro imaging with no evidence of stent movement. However, upon removing the entire delivery system (sheath and grey positioner) for a 16fr sheath exchange, the stent migrated distally by ~6cm until the stent was rested entirely on the aortic bi-furcation. Patient outcome: device was meant to be implanted but the stent migrated from desired landing location. The patient did not require any additional procedures due to this occurrence.